Manufacturer narrative:
(B)(6). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 3rd related complaint for needle bent and the 1st related complaint for needle through shield and shield damaged on lot # 9350257. A review of risk management 150rmn-0001-16 revision 14 indicates that the potential risk of this specific reported incident (syringe, needle bent, needle through shield and shield damaged) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9350257. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200869607, 200869050, 200867826, 200872884] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced the needle point penetrating through the shield prior to use. The following information was provided by the initial reporter: complaint 3 of 3. Customer complains that she bought a closed package from bd ultrafine and three came broken: needles are bent to the point that one is through the shield, it seems that there is a hole in the shield of one of the claimed needles and the needle was through it. Lot: 9350257 d - ref: (B)(4) - insulin syringe 6mm 50u ultra-fine the first time it occurred was on (B)(6) 2020 the second was (B)(6) 2020 and today (B)(6) 2020, the client informs that he discarded the samples, including today's one ((B)(6)), the client informed that if she had not observed well, she could have pricked his finger when handling the needle this morning because it is the needle on which the needle was thought the syringe shield. Reporter questioned if term needles broken are related to needles bent and through the shield or if any other part of the material was broken. Customer answer: "the needles were bent and one of them with a hole in the shield and the needle through shield. Luck that I always take it by the bottom of the syringe, if not I could have hurt me."